Event description:
It was reported that an asymptomatic patient presented in the or for device changeout due to normal eri; fluoroscopy revealed externalized conductors. All electrical measurements were normal. Lead to be monitored.